Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing an allergic reaction to the electrodes. The area was reported as red, bumpy and itchy, but no broken skin. Patient does have eczema and is allergic to some metals. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a steroid called kenalog by a physician. Follow up indicated that the rash is improving.